Event description:
Caller reported experiencing occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer "kept hydrated" to address the elevated bg customer cleared the alarm and resumed insulin delivery.